Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced persistent hyperglycemia, with a highest blood glucose of 337 mg/dl lasting approximately 4¿5 hours, on the second day of use. The caregiver confirmed no device alarms, no leakage observed, and an initially nonempty cartridge; during troubleshooting it was disclosed that the connector had been attached to the cartridge outside of the ilet, and a complete supply change was performed with guidance, ensuring the connector was attached after the cartridge was seated and insulin delivery was resumed. Symptoms included hyperglycemia without ketone testing completed at the time of the call and without acute sequelae such as loss of consciousness or dka. Outcomes included no use of backup therapy, no medical intervention, and no need for assistance beyond routine caregiver help. Investigation included guided verification of supplies, review of setup steps, and an in-call supply change. Investigation of this case revealed improper assembly technique that could lead to misalignment and potential delivery issues, addressed by education on correct connector attachment and full supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.